Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The pincher is failing to retract back into the device once the biopsy has been taken.

Event description:
The pincher is failing to retract back into the device once the biopsy has been taken.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. One opened and five unopened samples were returned by the customer. A visual inspection could not find any damage with the biopince that was returned used and the pincer was in the proper location in the pincer window. Laboratory kidney biopsy testing was performed with the used biopince device and it was able to obtain 9 out of 9 samples with no defects. The exact conditions of the biopsy performed in the user environment is not known. If the device is fired into either very fatty tissue or some sort of hard tissue then it is possible for the pincer to have a failure when collecting a sample and resulting in an incomplete or no sample defect. There is no corrective action to take at this time as the issues described could not be replicated in the laboratory setting. Argon will continue to monitor the biopince ultra devices for the defects as described.

Event description:
The pincher is failing to retract back into the device once the biopsy has been taken.